Event description:
Customer states her spouse discovered her unconscious and treated her with glucose and called emergency doctor. Customer tested 105 mg/dl on the mobile system and 35 mg/dl on a professional device within 10 minutes. Customer was treated with more glucose and taken to the hospital where she was admitted for one day. While at the hospital customer tested 228 mg/dl on the mobile system and 55 mg/dl on professional device within 10 minutes. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).